Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 13 days. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to heart failure. The clinicians believe that the device contributed to the patient¿s expiration. The patient¿s immediate post-operative course was complicated by profound respiratory failure requiring veno-venous (vv) extracorporeal membrane oxygenation (ECMO). The patient went into pulseless electrical activity (pea) arrest that required cardiopulmonary resuscitation (CPR) to be performed on the patient. In addition, the patient required veno-arterial (va) ECMO. The patient subsequently went into renal and liver failure. The pump was not explanted and will not be returned for evaluation. No log files available. No additional information provided.